Event description:
It was reported that the angle nut was missing from the sonopet universal handpiece during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
After thorough evaluation of this issue, it was determined that a dissassembling of the angle nut does not pose a safety risk to the user or patient.

Event description:
It was reported that the angle nut was missing from the sonopet universal handpiece during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. A backup device was used, and the procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.